Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was inspected prior to use and nothing out of the ordinary. There was not a fault, the jaws did not open at all. The target tissue was the stomach, and jaws were not stuck on tissue, they did not open. The procedure was completed with a new vessel sealer. The vessel sealer did not work at all during this procedure because the jaws would not open.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The vessel sealer extend (vse) instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a grip ring dislodged. The instrument was placed on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter. The root cause was attributed to manufacturing. Additionally, the instrument was found to have a grip ring screw dislodged. The grip ring screw was found loosely inside the housing. As a result of the grip ring screw being dislodged the grip ring was dislodged. The root cause was attributed to a component failure.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy extraperitoneal with lymphadenectomy surgical procedure, the jaws of the vessel sealer extend instrument would not open. The procedure was completed with no reported injury.